Event description:
Customer reported the alarm does not sound. The alarm was monitoring and the power indicator light was green. There was no pt serious injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. (B)(4).